Event description:
It was reported prior to the start of a hip procedure it was found that the tip of the guide rod was broken. A new instrument from another set was used to complete the surgery. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified tip of the shaft to be fractured. The etching on the head is faded. No thread damage was observed. The rod has been scuffed such that rings of wear are present around the shaft. Review of the device history records identified no deviations or anomalies during manufacturing reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.